Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). The actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device was not functioning correctly and not gripping wires properly was confirmed. An assessment was performed and it was observed that the device would not properly gripping k-wires, the internal components were corroded, the clamps were worn, and the stop ring was worn. It was further determined that the device failed pretest for general condition, check self-holding, check for smooth running, check clamping range, check for untrue running, and check gripping power and function due to not properly gripping k-wires and the device vibrating excessively. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that the quick coupling devices were not functioning correctly and not gripping the wires properly. It was reported that the events occurred over the course of a weekend. It was noted that three k-wire attachment devices were defective. During in-house engineering evaluation it was observed that this quick coupling device had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.